Event description:
Five weeks post deployment of a sapien xt valve, the patient reported chest pain. The patient was re-admitted and a diagnostic catheterization was performed which did not show any significant lesions. Echo revealed moderate paravalvular leak (pvl). A bav was performed with a 28mm z-med balloon. Following the bav, the balloon was measured with calipers and only measured 24mm. Additional post dilation was performed. Post-dilation, angiogram and tte indicated the pvl was improved and the patient was doing well.. Per report, review of the tavr tee indicated possible valve undersizing (a 23mm valve instead of the 26mm used).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report, review of the tavr tee indicated possible valve undersizing (use of a 23mm valve instead of a 26mm valve) as a potential cause of the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.